Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. While attempting to cross the septum, contrast was injected through the transseptal sheath to determine their location. At that time a small pericardial effusion was observed. The effusion was confirmed with transesophageal echocardiogram. They opted to abort the procedure. No further patient complications were reported.